Manufacturer narrative:
Product evaluation results: visual inspection of the lens showed a tear through the optic.

Event description:
The facility states that the surgeon successfully implanted a model aa4203tl intraocular lens, but noted damage to the lens after implant. The surgeon removed the lens without injury to the patient. The facility does not know the model of injector or cartridge used in the surgery, and the lot numbers for these items are unknown. It is unknown what caused the damage to the lens.